Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(Pli 10 and 20): medtronic received information that during use of 2 affinity nt oxygenators, it was reported that during ECMO therapy, the products were used for less than 6 hours when severe blood leakage occurred. Pli 20: the product was promptly replaced with another product of the same model and lot number; however, blood leakage occurred again in less than 6 hours. A third set of the same model and lot number was then used to complete the treatment. See attached video. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.